Manufacturer narrative:
(B)(4) now applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that they had been experiencing tingling in their hands, fingers, legs, feet, mouth, lips, and tongue. It was reported that the tingling comes and goes, it does not happen all the time. There was a report that the patient was going through a lot of "different things" and was trying to determine what could be causing the reported issues. Reviewed and recommended that the patient follow up with their healthcare professional (hcp) to discuss the medical symptoms. It was also reviewed that the patient could turning the therapy off to see if the reported medical symptoms dissipate which the patient reported they may try. It was considered to be a sudden change in therapy/symptoms. Relevant medical history includes gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.